Event description:
Spinal surgery [spinal operation]. Experiencing knee issues [unspecified disorder of knee joint] . Case narrative: initial information received on (B)(6) 2022 from united states regarding an unsolicited valid serious case received from the patient. This case is linked to case (B)(4) (same patient). This case involves an unknown age female patient who had been experiencing knee issues and spinal surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2021, the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection to her knee (with an unknown batch number, expiry date, strength, dose, route, frequency) for osteoarthritis. It was reported "received synvisc-one bilateral injections to her knees in (B)(6) 2021. On an unknown date the patient developed a non-serious event "experiencing knee issues" (arthropathy) & serious event of "spinal surgery" (spinal operation) (unknown latency) following the first dose intake of hylan g-f 20 and sodium hyaluronate. She is awaiting another injection to each knee due to now experiencing knee issues. She is currently recovering from spinal surgery, and very much wants to keep her knees functioning well to help with her surgery recovery". Action taken with hylan g-f 20, sodium hyaluronate (synvisc) was not applicable. It was not reported if the patient received a corrective treatment for any of the events at time of reporting, the outcome was not recovered/not resolved for the event experiencing knee issues and was recovering / resolving for the event spinal surgery. Seriousness criteria: medically significant for the event spinal surgery. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2022: this case involves an unknown age female patient who had spinal surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the information provided, causal relation could not be completely denied for the occurrence of the event. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Spinal surgery [spinal operation]. Experiencing knee issues [unspecified disorder of knee joint]. Case narrative: initial information was received on 02-aug-2022 from united states regarding an unsolicited valid serious case from the patient. This case is linked to case (B)(4) (multiple devices). This case involves an unknown age female patient who had been experiencing knee issues and had spinal surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2021, the patient received synvisc one (hylan g-f 20, sodium hyaluronate, 48 mg/6ml) injection to her knee (with an unknown batch number, expiry date, dose, route, frequency) for osteoarthritis. She received synvisc-one bilateral injections to her knees in (B)(6) 2021 and was now experiencing issues in both knees (arthropathy) for which she would like another set of bilateral injections. The patient asked that what was the most efficient way to obtain synvisc-one. The caller's doctor sent an rx (prescription) to a pharmacy, and they have been unable to get the product. She was awaiting another injection to each knee due to now experiencing knee issues. She was currently recovering from spinal surgery (spinal operation), and very much wanted to keep her knees functioning well to help with her surgery recovery. Action taken: not applicable. It was not reported if the patient received a corrective treatment for any of the events. At time of reporting, the outcome was not recovered for the event experiencing knee issues and was recovering for the event spinal surgery. Seriousness criteria: medically significant and intervention required for the event spinal surgery. A product technical complaint (ptc) was initiated with global ptc number (B)(4) on 02-aug-2022 for synvisc one. Batch number: unknown. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no corrective action/preventative action (CAPA) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events and perform trend analysis as stated in standard operating procedure to determine if a CAPA was required. The final investigation was completed on 13-oct-2022 with summarized conclusion as no assessment possible. Additional information was received on 02-aug-2022 from other healthcare professional (from quality department). Gptc number was added. Strength was added. Upon internal review, coding of suspect product was updated from synvisc to synvisc one. Additional information received on 13-oct-2022 from other healthcare professional (from quality department). Product technical complaint results added. Text amended accordingly.

Event description:
Spinal surgery [spinal operation] , experiencing knee issues [unspecified disorder of knee joint]. Case narrative: initial information was received on 02-aug-2022 from united states regarding an unsolicited valid serious case from the patient. This case is linked to case (B)(4) (multiple devices). This case involves an unknown age female patient who had been experiencing knee issues and had spinal surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2021, the patient received synvisc one (hylan g-f 20, sodium hyaluronate, 48 mg/6ml) injection to her knee (with an unknown batch number, expiry date, dose, route, frequency) for osteoarthritis. She received synvisc-one bilateral injections to her knees in (B)(6) 2021 and was now experiencing issues in both knees (arthropathy) for which she would like another set of bilateral injections. The patient asked that what was the most efficient way to obtain synvisc-one. The caller's doctor sent an rx (prescription) to a pharmacy, and they have been unable to get the product. She was awaiting another injection to each knee due to now experiencing knee issues. She was currently recovering from spinal surgery (spinal operation), and very much wanted to keep her knees functioning well to help with her surgery recovery. Action taken: not applicable. It was not reported if the patient received a corrective treatment for any of the events at time of reporting, the outcome was not recovered for the event experiencing knee issues and was recovering for the event spinal surgery. Seriousness criteria: medically significant and intervention required for the event spinal surgery. A product technical complaint (ptc) was initiated with global ptc number (B)(6) on 02-aug-2022 for synvisc one. Batch number: unknown. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no corrective action/preventative action (CAPA) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events and perform trend analysis as stated in standard operating procedure to determine if a CAPA was required. The final investigation was completed on 13-oct-2022 with summarized conclusion as no assessment possible. Additional information was received on 02-aug-2022 from other healthcare professional (from quality department). Gptc number was added. Strength was added. Upon internal review, coding of suspect product was updated from synvisc to synvisc one. Additional information received on 13-oct-2022 from other healthcare professional (from quality department). Product technical complaint results added. Text amended accordingly.

Event description:
Spinal surgery [spinal operation] experiencing knee issues [unspecified disorder of knee joint]. Case narrative: initial information was received on 02-aug-2022 from united states regarding an unsolicited valid serious case from the patient. This case is linked to case (B)(4) (multiple devices). This case involves an unknown age female patient who had been experiencing knee issues and had spinal surgery while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2021, the patient received synvisc one (hylan g-f 20, sodium hyaluronate, 48 mg/6ml) injection to her knee (with an unknown batch number, expiry date, dose, route, frequency) for osteoarthritis. She received synvisc-one bilateral injections to her knees in (B)(6) 2021 and was now experiencing issues in both knees (arthropathy) for which she would like another set of bilateral injections. The patient asked that what was the most efficient way to obtain synvisc-one. The caller's doctor sent an rx (prescription) to a pharmacy, and they have been unable to get the product. She was awaiting another injection to each knee due to now experiencing knee issues. She was currently recovering from spinal surgery (spinal operation), and very much wanted to keep her knees functioning well to help with her surgery recovery. Action taken: not applicable. It was not reported if the patient received a corrective treatment for any of the events at time of reporting, the outcome was not recovered for the event experiencing knee issues and was recovering for the event spinal surgery. Seriousness criteria: medically significant for the event spinal surgery. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 02-aug-2022 for synvisc one. Batch number: unknown. Sample was not available. Results were pending for the same additional information was received on 02-aug-2022 from other healthcare professional (from quality department). Gptc number was added. Strength was added. Upon internal review, coding of suspect product was updated from synvisc to synvisc one.